Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative cannot be determined. However, the surgeon indicated that the vessel injury occurred during dissection. Additionally, the surgeon explained that the patient had significant inflammation and friability of tissues making the dissection of calot's triangle very difficult. Isi has requested the mcs instrument involved in this injury for failure analysis investigation; however, the site confirmed there was no malfunction of the instrument and hence will not be returning the mcs instrument. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was completed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Moreover, the mcs instrument involved in this injury has been used in subsequent procedures with no issues reported. Isi received the prograsp forceps instrument that was used to occlude the bleeding vessel after the vessel injury occurred. An irk was used to remove the prograsp forceps instrument once the procedure was converted to open surgery. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument was removed normally after several attempts. No image or video recording is available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, the patient experienced excessive bleeding after the surgeon injured a vessel while performing dissection with a mcs instrument. As a result, the procedure was converted to an open surgical procedure and the bleeding was controlled with clips. The cause of the vessel injury is unknown. There is no allegation of a malfunction of any of the da vinci instruments or system. At this time, the root cause of the reported vessel injury is unknown.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the patient experienced excessive bleeding. As a result, the procedure was converted to open to address the bleeding. There is no allegation of a da vinci instrument or system malfunction. Intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and obtained the following additional information from the site regarding the reported event: the robotics coordinator was present during the procedure, and the robotics coordinator read some of the information from the operative notes. The procedure was a cholecystectomy. He stated that while the surgeon was using the monopolar curved scissors (mcs) instrument to expose the cystic duct, the surgeon made contact with the portal vein or a branch of the portal vein. Due to the contact with the mcs instrument, the portal vein began to bleed. The robotics coordinator believes the surgeon went a little too deep and caused the injury. The surgeon occluded the bleeding vessel with the prograsp forceps instrument and decided to undock the system and convert the procedure to an open surgical procedure. Once the surgeon converted, he had to use the instrument release key (irk) to release the prograsp forceps instrument as the robot was undocked. A vascular surgeon was consulted, and a tear was identified in the small branch of the portal vein. The vascular surgeon successfully controlled the bleeding by clipping the vessel. Because of this bleeding, the patient was under observation in the ICU overnight and had an extended hospital stay. The estimated blood loss was about 600ml, and that patient was administered two units of blood and one more unit in the ICU. The robotics coordinator confirmed that there was no allegation of any malfunction of the instruments or system. Hence, the mcs instrument would not be returned to isi for evaluation. There is no video recording available for review. There have been no reports of any post-operative complications. Isi obtained the following information from the surgeon: this patient had acute cholecystitis, with significant inflammation and friability of tissues, making the dissection of calot's triangle very difficult. It was during this dissection that the surgeon encountered bleeding that was more profuse than usually expected. Initially, the surgeon thought it could be a large cystic artery or one of its branches, but because of the severe inflammation and distortion of normal anatomic planes, the surgeon was also concerned it could be from a larger vessel. The surgeon made a few attempts to control the bleeding with the robot but was unable to; therefore he decided to convert to an open procedure to obtain control quickly. The surgeon made this decision based on comfort level and experience managing this complication via a laparotomy approach versus a minimally invasive manner. The surgeon's partner, a vascular surgeon, was asked to assist if a complex vascular repair was necessary. The patient eventually had a full recovery, was discharged home, and is doing well.